Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient had a blood glucose level of 90 mg/dl when she went to bed. At 4:00am her blood glucose level was 520 mg/dl and she bolused via the infusion device. Later her blood glucose level was 520 mg/dl and she bolused via the infusion device and injection. In the morning, the patient was found unconscious and was woken up and given cola. Her blood glucose level was 34 mg/dl. The patient alleges that the infusion device was delivering too low an amount of insulin causing the elevated blood glucose levels, but stated they hypoglycemia was due to the bolus she gave to herself via injection. The infusion device was requested to be returned for product evaluation.